Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient underwent a revision approximately 4 months later due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110010246, lot# 67256917, g7 osseoti 4 hole shell 56mm f. Cat# 010000998, lot# 7757033, g7 screw 6.5mm x 25mm. Cat# 010001000, lot# 7600405, g7 screw 6.5mm x 35mm. Cat# 802403604, lot# 3238594, constrained head 12/14 taper 36 mm diameter +3 mm neck length .for use with freedom constrained liners. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.